Manufacturer narrative:
(B)(4). Type of event corrected to 'serious injury.' Additional information received from customer to clarify the event: "the vascath was inserted without any procedural difficulties, according to the operator. Guidewire retention was unrecognised as the guidewire was removed at the time but part of it seems to have sheared off inside the vascath and remained inside the vascath and central veins. The patient had a routine chest x-ray immediately after the procedure and also a thoracic CT scan the following 24-48h later (the latter was for reasons unrelated to the vascath). Due to the heavy workload from covid- 19, all these scans/x-rays are reported by our radiology department but despite the guidewire being in the vascath and continuing with its tip inside central large vessels, this was missed by the reporters of both sets of imaging. Clinically, the vascath actually worked well and as retention was unrecognised it was only 48h later when it was no longer working well that it was removed. The initial decision was to rewire the vascath and exchange it for a new one as the line was relatively fresh, but it was impossible to do any rewiring. The vascath therefore had to be fully removed. On removal of the vascath the retained guidewire came out with it in one. It was at this time the problem was fully recognized and the imaging was re-reviewed. Notably, the vascath was seen to be kinked on removal and the imaging shows it had doubled back on itself at the time of insertion. Clearly this may have contributed to the l ikelihood of shearing." The customer also reports the following in reference to what they meant by "shearing of the guidewire": "we believe the guidewire split in two (perpendicular to its longitudinal axis) while inside the vascath and while it was being remo ved. Shearing is a term I have used to describe the process that I imagine occurred as I believe it is unlikely the guidewire snapped in to two by the vascath kinking." The actual device was not returned; however, the customer provided one photo for evaluation. Visual examination revealed the catheter appeared to be kinked; however, this could be due to the position of the catheter in the photo. Likewise, one end of the guide wire appeared to be misshapen and possible separated, but this could not be confirmed without the actual sample to investigation. A full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of guide wire/catheter resistance and separation could not be confirmed without the sample to evaluate. However, the customer provided photo did suggest that the guide wire was separated. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guidewire was retained in the catheter in the patient during insertion. The customer reports that the guide may have split but not separated. The device was placed, but not used for therapy delivery until a few days after placement. Intervention- the guide and catheter were removed in entirety after a few days. No patient injury or complication reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guidewire was retained in the catheter in the patient during insertion. The customer reports that the guide may have split but not separated. The device was placed, but not used for therapy delivery until a few days after placement. Intervention - the guide and catheter were removed in entirety after a few days. No patient injury or complication reported.